Event description:
During impaction of the stem, the patient's medial calcar fractured. Also, the threaded inserter tip broke off in the stem and could not be retrieved.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported femoral stem was not possible as it was not returned. It is assumed the device remains implanted. A search of the complaints databases against the provided femoral stem product/lot code combination finds no other reports. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No additional investigative inputs were made available. The investigation can draw no conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been indicated.